Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server issue. A technical support specialist troubleshooted the device and restarted iis application pools on server, restoring login access. Reboot not required. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ es server had issues with healthsight viewer and the users were unable to authenticate. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.